Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels (43 mg/dl). During the call with tandem technical support (cts) the health care provider (hcp) was calling the customer and the contact had to end the call with cts. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.

Manufacturer narrative:
Pump data was evaluated and showed that low bg levels were recorded on (B)(6) 2016. Basal rate settings were adjusted to 0 u/hr around the time the low bg levels occurred. User made bolus requests without entering current bg levels and/or still having insulin on board (active insulin in the body). Making bolus requests without entering current bg levels and having insulin on board could lead to low bg. There is no evidence of a pump malfunction.